Manufacturer narrative:
The device evaluation found the following; the printed circuit board was defective and needed to be replaced, internal data save 1,2,3,and 4 failed the checks, remote check 1 and 2 failed and pc image check 1, 2 and 3 failed. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monitor would not power up. The issue occurred during the installation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the customer's reportable malfunction was confirmed. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely, be caused by main board failure. Olympus will continue to monitor field performance for this device.